Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). A percuflex urinary diversion stent was returned for analysis. A visual evaluation of the returned device revealed that the pigtail section of the stent was kinked. Additionally, the shaft of the stent was detached / cut at the middle section. The most proximal section of the attached stent was not returned for analysis. The failures found (stent detached and kinked) are issues that could have been generated by the user or due to the interacting of the device with the other devices. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an urinary diversion stent was used in a procedure. The event date was not reported. According to the complainant, during preparation, it was noticed that the stent was kinked at the distal tip. Another urinary diversion stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the stent shaft was detached, therefore this event has been deemed an MDR reportable event.